Event description:
According to the complaint description, (B)(6) hospital (B)(6) (intensive care unit) reports recurring issues with breathing circuit sets used in transport with the hamilton-t1 ventilator. The problem occurs repeatedly during patient transport. According to the user, the membrane in the expiratory valve of the breathing circuit set tends to stick, which can lead to an expiratory flow restriction (expiratory stenosis). The most recent incident occurred on (B)(6) 2026 at 15:55, however the issue is described as happening frequently during transport situations. No direct patient harm was reported. However, the malfunction caused a delay in therapy, which may potentially contribute to slower patient recovery. As an immediate mitigation measure, the expiratory valve included in the breathing circuit set was replaced with a standalone expiratory valve from the hamilton-t1 device. The affected hospital has removed the suspected breathing circuit sets from use. Additionally, the anesthesia department has not yet observed the issue but is currently reviewing stock (manufacturing dates approximately ±2 weeks around 25-jan-2026) to identify potentially affected batches.

Manufacturer narrative:
Hamilton medical reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260168 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. At the time of reporting, the production date and expiration date of the breathing circuit set, coaxial were not available, therefore, complete UDI information could not be provided. All available device identification information has been included in this report. Should additional information become available, it will be provided in a follow-up submission.